Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) could not confirm the customer comment of a broken control knob. Analysis also noted that the upper case was broken around menu and rate encoders, there was contamination on the rate break, the atrial output connector was broken, the main printed circuit board (pcb) was replaced due to errors, the keypad had tool marks around and under the rate control knob, there was contamination under the control knobs, the control knobs menu and rate were damaged (tool marks), the lower case was broken and contaminated, the main seal was pinched, the device required a battery shortening bar, all six plugs are damaged, both display wires were pinched (not compromised), the insulator label was contaminated, all four encoder nuts are contaminated one case screw was incorrect and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported had the external pulse generator (epg) had a broken control knob. There was no patient involvement.